Event description:
It was reported that the patient received possibly inappropriate anti-tachycardia pacing (atp) from the cardiac resynchronization therapy defibrillator (crt-d) for supra ventricular tachycardia (svt) that the device detected ventricular tachycardia (vt). It was noted that there were also episodes that were possibly misclassified as vt that were premature ventricular contractions (pvc) initiated with 1:1 conduction that also resulted in atp therapies. The crt-d remains in use. No patient complications have been reported as a result of this event. It was further reported that the atp therapies were probably appropriate and the clinician agreed with the assessment. The patient was put on beta blocker therapy.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient received possibly inappropriate anti-tachycardia pacing (atp) from the cardiac resynchronization therapy defibrillator (crt-d) for supra ventricular tachycardia (svt) that the device detected ventricular tachycardia (vt). It was noted that there were also episodes that were possibly misclassified as vt that were premature ventricular contractions (pvc) initiated with 1:1 conduction that also resulted in atp therapies. The crt-d remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory had an observation relating to svt detection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.